Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the surgeon tried to play the second fire during laparoscopic wedge resection, the handle button came off. They replaced the new manual body to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection noted that the rotation toggle was broken. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Attempts to recreate the same condition required excessive amounts of torque that would indicate rough handling of the handle. The root cause for the broken rotation toggle that would not return to center can be attributed to rough handling of the devic. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.